Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received via FDA's medical products reporting program that a male pt developed fusarium keratitis, while using renu with moistureloc multi-purpose solution. The pt reported he had used the product for a long time. For over one month (in or around 2006), the pt had symptoms of conjunctivitis and was using tobramycin eye drops. His symptoms persisted and he sought treatment with an eye dr. His dr diagnosed his condition as fusarium keratitis. The pt was prescribed unspecified antibiotic drops and ointment for his eyes. The pt reported that one eye has improved, however, the other has not. The pt has seen his eye dr several times and one specialist for his condition. The pt was scheduled to see another specialist for scarring. The pt also reported that he was scheduled for surgery in the second week of the following two months.